Event description:
(B) (4) clinical study same case as 2134265-2010-02324, 2134265-2010-02251. It was reported that during a carotid artery stenting treatment procedure, the patient experienced an arterial spasm. The 80% stenosed and 14mm long highly ulcerative complex and eccentric target lesion was located in the tortuous and bifurcated proximal left internal carotid artery with a reference vessel diameter of 6mm. The distal portion of the artery was described as unremarkable. A filterwire ez 190cm embolic protection system was advanced and deployed in the target vessel. Then the carotid wallstent monorail 10x24,5.9f,135cm was advanced and deployed in the target vessel followed by post dilation using a 5x20mmx135 cm 0.14 monorail sterling balloon resulting in 0% residual stenosis. A vessel spasm was observed via completion angiography. The patient was treated with medication and the filterwire was removed. The spasm stopped immediately after the filterwire was removed and the event was considered resolved without residual effects. The patient was discharged 1 day later. It is the opinion of the physician that it is "highly probable" that the event is related to the filterwire ez and possibly related to the carotid wallstent.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).